Manufacturer narrative:
Corrected data: h6: 1494-off-label: age>60 at the time of implantation. Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: pupil disclosure. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6, -13.00 diopter, implantable collamer lens was implanted and removed intraoperatively on (B)(6) 2023 from patient's right eye (od) due to pupil disclosure and cataract. Phaco-emulsification(cataract surgery) & iol implantation performed. The problem was resolved. Cause of the event is reported as user error and the device did not fail to perform as intended.